Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device fired fine and the case was completed with no patient consequence. At some point the patient was taken back into the or. It was found that the clips had fallen off either the cystic duct or cystic artery. The rep was not sure which. The clips were retrieved and the case was completed with endoloop. The patient was stable after the additional procedure. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: which firing of the device did this event occur on? Cystic duct. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. What did the clip form look like intra-op or post-op? The clip never closed at the distal end. I spoke with the first assistant and surgeon separate they both said the same thing . Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Both. The event was reviewed with an ees cross-functional team consisting of customer quality, marketing, risk management, and product life-cycle representatives. The following questions were sent to the rep and the information was provided: how many days post op did the patient present with the leak? Not sure. Is the patient expected to have a full recovery? Yes. What is the patient's current status? Doing fine. Are there any x-rays, pictures, or video available for ees to review? No. She did say that she will take pictures in the future if she has a clip that fails. Conference call took place with sales rep and ees team consisting of customer quality, marketing, field quality engineer, and product life-cycle representatives. The rep indicated the surgeon is a long time ees user and supporter. The rep has observed the surgeon's technique and feels there is no obvious use related issues. The surgeon performs single site procedures 75% of the time. The surgeon has agreed to save any future devices that cause her challenges. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.